Event description:
The pt had a teleflex arrow epidural catheter for pain control r/t a total knee arthroplasty. Upon removal of the catheter, despite no resistance, the catheter was not intact once removed. The plastic sheath on the tip of the catheter was broken off approx 2cm from the end. The metal wire within the catheter was not frayed or broken. Evidence of epidural fragment retained left lateral and posterior aspects of l3 vertebral body with portion extending through right aspect l2-3 intralumbar space. FDA safety report ID# (B)(4).